Manufacturer narrative:
The reported event of an amplatzer vascular plug ii embolizing could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 20mm amplatzer vascular plug ii (avpii) was selected for implant. After released, the device was observed to have jumped into the innominate vein. The avpii was snared and removed from the patient. Ultimately, no device was implanted. The patient was reported to be in stable condition.